Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic myomectomy on (B)(6) 2012 where a morcellator was used. The myomectomy tissue was initially read as atypical leiomyoma. In (B)(6) 2012, she underwent total hysterectomy with bilateral salpingo-oophorectomy, which showed benign pathology. She subsequently developed a pelvic mass in (B)(6) 2016, and when it was resected, it was diagnosed as leiomyosarcoma.